Manufacturer narrative:
Evaluation of the returned pump revealed depositions throughout the device. Examination of the outlet stator revealed a large, soft, dark red deposition. The deposition¿s lack of laminated layering indicate that it did not initially form in the outlet stator. However, its areas of denaturation adjacent to the outlet bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The evaluation could not conclusively determine the specific origin of the deposition nor the duration of its presence in the pump. Depositions which appeared to have developed due to poor surface washing, as a result of a low flow situation, was also observed throughout the remainder of the pump. A collapsed lining was found in the inlet tube and inflow graft, grainy, denatured blood was found in the inlet elbow, inlet stator, and rotor, and both blood and some collapsed lining were found in the outflow elbow and outflow graft. However, a specific cause for a low flow situation and time period in which the depositions developed could not be conclusively determined. Samples of the depositions were collected and sent to a lab for histological analysis. The samples were all determined to be greater than five days of age and there was no evidence of organization other than the layering of the fibrin. No fibroblasts were observed. Although it could not be conclusively determined, it is possible that the deposition in the outlet stator was ingested into the pump and caused a low flow situation, which resulted in the formation of the depositions observed throughout the other sections of the pump. The deposition in the outlet stator might have also created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations and possibly creating heat and blood denaturation inside the pump housing. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 5 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to emergency at 0300 with signs of acute thrombosis. The patient had experienced low flow alarms, power elevations that had started on (B)(6) 2016 at 1930. A stat computerized tomography of the chest revealed occlusion of inflow and outflow grafts. Inr on (B)(6) 2016 was 2.6. On (B)(6) 2016 inr was 1.6. The patient had a history of chronic myeloid leukemia and driveline infection status post wound debridement and vac recently. The pump was determined to not be perfusing effectively. The medical team disconnected the driveline from the system controller. Patient was stable on milrinone in intensive care unit. Blood cultures pending to rule out infection for possible pump exchange. The vad team discussed a probable exchange (B)(6) 2016. The pump exchange took place on (B)(6) 2016. Midsternal incision. Five (5) stat gram stains were sent to rule out infection before proceeding, and none were detected. Sewing ring left in place, new pump inserted. Graft to graft anastomosis. Clot visualized throughout circuit. The patient is recovering well per team as of (B)(6) 2016.